Event description:
Healthcare professional reported, non-painful lump in the lower left breast and left-side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, non-painful lump in the lower left breast and left-side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ non penetrating nick observed.